Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration and contamination was found on the force sensor. Unrelated to the complaint, the keypad was found to be peeling and the up and contrast buttons were intermittently responding to button presses. The display screen was found to be dim and miscolored. (B)(6). Correction number: 2531779-03/24/2010-003-r.

Event description:
Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.